Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed radio frequency error. The patient's blood glucose at the time of incident was 195 mg/dl. The insulin pump was not returned for analysis at this time.